Event description:
It was reported that an altitude alarm was declared by the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation. Technical support provided tips on preventing altitude alarms, which the customer understood and acknowledged.